Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the intra-peritoneal volume (iipv) event. The cause was determined to be that one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:08:04. During night drain cycle four, the patient's ultrafiltration reading was 1727ml, indicating the home patient (hp) drained 1727ml more than their maximum programmed fill volume of 2500ml. No additional information is available.